Event description:
According to the available information, the valve of the implant has "busted" [fractured], and fluid is reportedly everywhere in the patient's body. The patient feels a lot of pain and can hardly bend over. The patient went to their surgeon, but he refused the patient care. The patient has been to the emergency room, but they didn't do much since they don't have much information on the implants. The patient has seen a urologist that has advised the patient to have the implant replaced.

Manufacturer narrative:
The lot number was found to be associated with the titan recall z-0488-2021, and the information available at this time suggests the event falls within scope. It was determined that the most probable root cause was related to fatigue and tear resistance of the silicone elastomer used for the pump. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no conforming reports that were confirmed in veeva to be associated. This lot number is associated to a CAPA that has been historically opened for the titan pump product line to investigate pump fractures. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: date is unknown.